Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 475cc on the left breast implant and with saline mentor breast implant of unknown type on the right breast implant and experienced deflation on the left breast implant and bilateral capsular contracture. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 630cc (B)(6) 2019.

Manufacturer narrative:
On 4/25/19, it was reported to mentor that the patient had undergone removal and replacement with saline mentor smooth round high profile 630cc on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).